Event description:
It was reported that the patient experienced blood glucose (bg) excursions (low of 2.7mmol/l and high of 35mmol/l) during a two week period from about (B)(6) 2011 to (B)(6) 2012. The patient said that no medical intervention was required and he successfully treated bg on his own. The patient noted sporadic symptoms of bg excursions including tingling, an odd smell in his nose, lethargy, an "adrenaline-rush" feeling, clamminess, and vagueness. The patient reported that he made self-adjustments of basal rates an attempt to correct the issues. The patient reported that the excursions may be related to increased activity or miscounting carbohydrates. The reviewed the pump settings and history with customer support and reported no issues. He denied problems with the cartridges or with infusion sets or sites. This complaint is being reported because the use of an insulin pump, malfunction or misuse may have caused or contributed to the signs and symptoms of serious blood glucose excursions.

Manufacturer narrative:
The patient may have inadvertently over or under delivered insulin when he self-adjusted the basal rates. The patient was provided with advice to contact his health care provider regarding the pump settings. Customer support determined that there was no product malfunction or defect; the pump is not expected to be returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery or functional defects were found with the returned pump. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates and shows pump was delivering accurately up until the last date used by the patient. There are no alarms or pump conditions representing a malfunction recorded in black box or alarm history. The black box for the original complaint on (B)(4) 2012 has been overwritten and is no longer available for review due to continued patient use of the pump. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.